Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204:belt unusable) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor and failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode and a shorted u713 causing the program to be corrupt. The root cause for the open wire was excessive force. The root cause for the shorted u713 could not be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient experienced a code 204 (belt unusable).